Event description:
Disposable harmonic scalpel in use for surgical procedure would not control bleeding or cut tissue. When the foot pedal was depressed, the control unit would make a high-pitched screeching noise. When attempting to remove accumulated charring on the scalpel blade, it was noted that the padding was separating off the blade. The disposable scalpel was removed from the operative field, and a new one was opened and used for the procedure with no further problem.